Event description:
It was reported that the image quality on the 9800 system was poor (subtraction, dark cine image). Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.